Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the introducer needle detached upon sensor insertion. The sensor was inserted into the abdomen on 11/11/2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event of a detached introducer needle occurred during sensor insertion could not be determined. A root cause cannot be determined.